Event description:
Patient alleges both implants ruptured and had to be surgically removed and have caused a great deal of suffering, pain, emotional distress, fibromyalgia and numerous other problems. Patient also alleges being in severe and continuing pain from ruptured implants. Operative report states patient has been complaining of some pain in her right back and shoulder and right arm and also on the back of her neck and head. The patient stated that she has degenerative disc disease. A magnetic resonance scan of her chest showed a rupture of both implants.